Event description:
Device malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Received a maude event report stating "during a left leg angiogram, the perclose closure device did not deploy correctly in the vessel . No injury to the pt." Add'l info received states that a physician attempted arteriotomy closure of the left femoral artery using a proglide device after a diagnostic procedure. Reportedly, the suture failed to deploy properly. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.